Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon, consistent with handling. The stent implant was dislodged from the stent delivery system (sds) and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the hypotube 15 cm distal to the strain relief tubing and 1 mm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An interaction with the lesion/anatomy/deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Subsequent interaction with the calcified lesion/guiding catheter during retraction would have then led to the stent dislodgement. The physician scanned the patient and determined that the stent had dislodged outside of the patient, although this cannot be confirmed. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified and the sds was attempted to advance through a previously deployed stent, which likely contributed to the failure to advance. It should be noted the promus instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure in the mildly tortuous and calcified distal obtuse marginal artery, the 2.5 x 12 mm promus rx stent delivery system (sds) was unable to pass distally through a 3.0 x 18 mm promus stent, which had just been implanted. The 2.5 x 12 mm promus was removed from the body undeployed and post-dilatation was performed for the implanted promus stent. Prior to re-insertion of the promus sds the physician noted that the stent had dislodged at some point. The physician scanned the patient and determined that the stent had dislodged outside of the patient although this cannot be confirmed. A new promus stent was deployed to successfully complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - distal to stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.